Manufacturer narrative:
Patient identifier: requested, not provided age & date of birth: requested, not provided patient sex: requested, not provided weight: requested, not provided ethnicity: requested, not provided race: requested, not provided date of event: requested, not provided implanted date: device not implanted explanted date: device not explanted occupation: materials coordinator the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint cannot be confirmed for fluid issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the glidesheath slender valve was leaking. There was no patient injury, medical/surgical intervention required. There was no issue with the patient. The procedure outcome was successful. There were no other devices or equipment used with reported product. Additional information was received on 02july2021: procedure was a coronary diagnostic/intervention procedure via radial. Once sheath was in place in the radial artery, the physician noticed the valve of the 6f glidesheath slender sheath was leaking. The patient was in stable condition. Manual compression was performed to achieve hemostasis.